Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the insulin gauge displayed multiple, inaccurate fill estimates. Reportedly, the cartridges were filled with 300-400 units of insulin, and within a few hours, the insulin gauge decreased to 0 units. The customer's blood glucose level was 351 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.